Event description:
This is being filed to report a single leaflet device attachment with the first mitraclip. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), anterior flail, anterior prolapse, a thin and tethered posterior, a short posterior, posterior restriction, and a pre-existing chordal rupture. A non-abbott device was used to perform the transseptal puncture at the intended location. A dissection of the septum was observed from the inferior section. Protamine was administered to reverse the heparin administered immediately following the puncture. The dissection was observed for approximately one hour before the decision to proceed with the procedure. The dissection did not progress. A new transseptal puncture was performed outside of the area of the dissection. No abbott devices were entered into the anatomy at the time of the dissection. The steerable guide catheter (sgc) and mitraclip ntw (20627r111) were prepared per instructions for use (IFU). The clip was to be placed on lateral a2/p2 where there was presence of an anterior flail and prolapse. Several attempts at grasping were performed before a successful grasp was achieved. Independent grasping was used to optimize leaflet insertion. The clip was deployed successfully. Mr was reduced, but not graded. There remained mr medial to the first clip. A second ntw was prepared as per IFU. The intention was to place the clip on central a2/p2 to lower the mr, but there were chordae under the anterior leaflet preventing proper clip placement and orientation. A few manipulations were performed below the valve, and there was no interaction between the first and second clips as per the physician. During placement of the second clip, there was a single leaflet device attachment (slda) of the first clip (20627r111). It could not be determined why the leaflet slipped from the clip, but the posterior leaflet was tethered and thin. The first clip remained attached to the anterior leaflet. The second clip was successfully attached to the slightly medial side pf a2/p2. It was noted that both clips interacted with the chordae and were able to be freed. Grasping and capturing the leaflets were challenging due to chordae interaction (both clips). The final mr was grade 2 and the patient is good condition. There was no clinically significant delay, no evidence of tissue damage, or adverse patient effects caused by abbott devices. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult or delayed positioning (anatomy) associated with the chordae interaction was due to procedural circumstances during positioning. The cause of the reported difficult or delayed positioning (leaflet grasping), and the reported difficult or delayed positioning (leaflet capture), are due to challenging patient anatomy (restricted and thin posterior leaflet, and anterior leaflet flail and prolapse at the intended implant location). The cause of the reported incomplete coaptation (intraprocedure) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.